Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up was noted. The device had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a scrolling keypad. The customer stated that he was attempting to bolus for a meal and the insulin pump would not stop scrolling. The customer's blood glucose was 180 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.